Event description:
The pt experienced surging and fading stimulation for the last couple weeks. The lead impedance measurements were greater than 40,000 ohms on electrodes 8-15 when tested at 3v. Electrodes 0-7 were within normal range. The impedance issues were discovered in (B) (6) 2009. A revision surgery will be required.

Manufacturer narrative:
(B) (4).